Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by calling cts for assistance. Customer will continue to use current pump technical support decided to send a replacement pump, ensuring it had updated software.